Event description:
Boston scientific received information that this atrial lead was exhibiting oversensing and the sensitivity was programmed from 0.25mv to 2.0mv. An x-ray confirmed the lead is still in the atrium; however, the lead may be pacing from the outflow tract, based on the morphology. A revision procedure was performed and the lead was confirmed to have dislodged. The lead was removed from service and replaced. No adverse patent effects were reported. The lead was not returned for testing. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.